Event description:
It was reported that during a coronary stenting procedure a stent dislodgment occurred. Access was obtained via the left femoral artery. The physician advanced a non-bsc guide catheter to the 90% stenosed, moderately calcified and heavily tortuous right common iliac artery. The lesion was predilated using a mustang balloon catheter. A 8.0x20x75cm express ld vascular was selected to treat the lesion but was unable to cross the lesion. Upon removal, before the device was pulled into the sheath, the stent dislodged from the balloon. The physician attempted to remove the dislodged stent with a snare but the stent was unable to be removed and remained in the internal iliac artery. No further intervention was performed to remove the stent from the patient. A non-bsc stent was implanted in the lesion. The patient condition was stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).